Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter, oil mist filter and vacuum pump oil were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of a ¿haze¿ emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Additional parts replaced during the service included the injector valve assembly and display lamp. Device returned to manufacturer correction from no to yes. Device evaluation by manufacturer correction from not returned to manufacturer to yes. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, system risk analysis (sra) and functional analysis. Trending analysis of the haze/mist issue was reviewed from october 2017 to april 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited no smoke or haze and the test cycle completed with no errors. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter exhibited no smoke or haze and the test cycle completed with no errors. The reason for return of the oil mist filter was not confirmed. The vacuum pump oil, injector valve assembly and display lamp were not returned for functional evaluation. The assignable cause of the haze/mist issue is the oil mist filter, catalytic converter, vacuum pump oil, injector valve assembly and display lamp. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).